Event description:
The reporter indicated that on (B)(6) 2023 a 12.6mm vicmo12.6 -8.0 diopter implantable collamer lens tore/broke during injection/delivery into the left eye (os). The lens was implanted, removed and replaced intraoperatively with no patient injury and the problem resolved. The reporter states the cause of this event is unknown.

Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim #: (B)(4).